Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime¿ warning occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings: a review of the black box data showed no loss of prime warnings. During testing, the pump successfully passed the rewind, load, and prime steps. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be within specifications. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the pump casing was cracked at the top right hand corner between the display lens and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.